Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had kidney stones and they had to go up in may and take both of them out. Caller stated they had two stents put in (one in their right and one in their left). Patient stated that since then, they have been having bladder spasms. Caller added that their bladder is swollen from the urine being backed up in it. Caller noted that when the spasms hit, it's like a little bubble and they will go through like 4 pads in an hour. Patient confirmed that they turned their therapy off before they went in for the procedure and they wondered if it's okay for them to turn it back on. The patient was redirected to their healthcare provider to further address the issue. Patient requested a call from their manufacturer representative (rep).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.